Event description:
The customer reported that the system would not save the cine runs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the cine bridge printed circuit board and the cine drive and the hard disk drive and installed new software and reloaded the calibration files as well as set the camera iris stop position. The system was tested and found to be working as intended and put back in service.